Event description:
The customer reported a high number of alarms detected related to beam performance observed over the last 7 days.

Manufacturer narrative:
The customer reported this case due to a high number of alarms related to beam performance observed over a 7 day period. A remote session (intellimax) was conducted by the elekta field service engineer to resolve the low dose rate issue. During the remote session, the customer reported a burning smell in the control room. Around 17.00 on 27 november 2023 the customer reported that there was a fire inside the room. The equipment room was investigated, the fire was in the modulator. Nine fire extinguishers were used by the hospital fire support team. The fire brigade was called and the fire was extinguished. There was no smoke alarm/detector installed in the room. In the site planning guide 1538349_06 table 9.1.: recommendations for fire prevention equipment state a smoke detector type 241 americium located away from the primary radiation beam of the linear accelerator. The machine was not treating at the time of the incident and the machine was in service mode for remote diagnosis. No staff or patients were harmed and the location was safely evacuated. The modulator was inspected in august 2023 and maintained by elekta. This incident was a result of a hardware fault on a sub-assembly contained within the modulator assembly. The hardware has safety features in place (fuses, current/voltage control etc) to reduce the likelihood of an electrical fault resulting in a fire. In this case the modulator was at least 10 years old, from the evidence available it is expected that the capacitors which form the pulse network have degraded over time leading to the expansion of one or more of the capacitors which eventually split and leaked oil. Following that leak a heat source possible from the p.f.n (pulse forming network) could ignite the oil and cause a fire. The heat source would have to be present and of a sufficient temperature to ignite the oil. It is believed that the heat source in this case was high voltage arcing with the pfn. The continued arcing would allow the oil to heat up to the point of ignition once the arc is removed the fire is self-sustainable. The modulator is an enclosed assembly so the fire remained contained. The components within the elekta linac are either constructed in materials which comply to ul94 or of metal. The issue is a combination of the device being in service mode and the hospital staff did not investigate the apparent problem of the high number of alarms related to beam performance at the time of occurrence (use error) as well as a hardware fault. The hospital staff then followed hospital emergency procedures. Elekta performed a risk assessment of the issue and assessed the severity of harm to be "serious" and probability to be "incredible". The risk assessment concluded that the risk is considered low.